Event description:
Additional information was received from the manufacturer representative (rep). The cause of the loss of stimulation has not been determined at this point. The lead is in the same location as at implant and shows no impedance issues; the system appears to be functioning normally. No surgery has been scheduled, nor is one planned at this time. The patient has been referred by the managing physician back to the field for reprogramming and monitoring. No explant expected at this time

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they met with the patient on (B)(6) 2021 for reprogramming, but the patient was unable to get any stimulation coverage nor pain relief.¿ the patient had experienced a loss of pain stimulation and pain relief three days after their (B)(6) 2021 reprogramming appointment, which was noted to have concluded with the patient feeling stimulation in the target area and the patient was happy with stimulation therapy.¿ it was noted that on (B)(6) 2021, impedances were checked and were between 700-900 ohms on the programmed electrodes, with the highest impedance at 1400 ohms for all pairs.¿ the patient confirmed on (B)(6) 2021, that they hadn't had any falls or trauma since the (B)(6) 2021 appointment.¿ they were not experiencing any shocking or changes at the pocket site.¿ an x-ray was performed on (B)(6) 2021, which showed that the lead was in the same position as the original placement.¿ ¿the rep was thinking that maybe the loss of stimulation the patient was experiencing was just positional stimulation because the patient hadn't confirmed that stimulation had actually turned off and the recharge diary was showing that stimulation was being used 100% since (B)(6) 2021 and the patient was charging every 4-5 days.¿ the patient reported their ins was not depleting at all because they had last charged the ins in early (B)(6) 2021, and it hadn't depleted much since then.¿ ¿technical services did a rough calculation for the recharge interval, which was 30 days, so it was reviewed that it was not unusual that the ins wasn't depleting since they were charging every 4-5 days.¿ it was confirmed cycling and adaptive stim were not being used.¿ technical services reviewed that there was no proof of an ins malfunction, and the lead was more likely the source of the issue.¿ the rep reported the physician was going to talk with a surgeon about a potential lead revision.¿ no issues were reported to be associated with the ins.